Manufacturer narrative:
Manufacturer ref#: (B)(4). Updated sections on this medwatch: b4, d9, g3, g6, h2, h3, h6 and h11. Complaint conclusion: a healthcare professional reported that during an angioplasty procedure, a prowler select plus 150/5cm microcatheter (product code: 606s255x, lot number: 31634753) became obstructed at the proximal end. The unspecified stent could not be advanced through the microcatheter (mc), prompting removal of both the stent and microcatheter from the patient. A new microcatheter was then used to successfully deliver the original stent and complete the procedure. There was no reported patient consequence or clinical impact. Additional event information received on 01-dec-2025 indicated that the vessel was not excessively tortuous or with acute bends. The device did not become damaged at any time prior to the obstruction. When the device was removed from the patient, there was no damage on any part of the device. There was no damage to the concomitant device. There was adequate continuous flush maintained. Additional event information received 03-dec-2025 indicating that a 4.5mmd 22mml enterprise vascular reconstruction device (product code: enc452200, lot unknown) was used for the procedure. The device was returned to j&j medtech for further evaluation. A non-sterile prowler select plus 150/5cm microcatheter was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and no appearance of damage was observed. The presence of hydrophilic coating was confirmed. The microcatheter was flushed using a lab sample syringe, then a lab sample guidewire was introduced into the received microcatheter, and was able to be advanced through the entire length of the microcatheter without noticeable resistance. The microcatheter was confirmed to be within specifications for the inner diameter (ID) and outer diameter (od). A manufacturing record evaluation was performed, and no internal actions related to the reported complaint condition were identified. The lab sample guide wire was able to pass through the entire length of the microcatheter without significant resistance. The customer complaint cannot be confirmed with the evidence available. It is possible that other clinical and procedural factors that cannot be replicated during the analysis may have contributed to the reported failure. Additionally, no damages were found on the microcatheter that could have contributed to the issue reported during the procedure. As part of j&j medtech quality process all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no internal action activity is required. The instructions for use (IFU) contain the following caution: if strong resistance is met during manipulation, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
A healthcare professional reported that during an angioplasty procedure, a prowler select plus 150/5cm microcatheter (product code: 606s255x, lot number 31634753) became obstructed at the proximal end. The unspecified stent could not be advanced through the microcatheter (mc), prompting removal of both the stent and microcatheter from the patient. A new microcatheter was then used to successfully deliver the original stent and complete the procedure. There was no reported patient consequence or clinical impact. Additional event information received on 01-dec-2025 indicated that the vessel was not excessively tortuous or with acute bends. The device did not become damaged at any time prior to the obstruction. When the device was removed from the patient, there was no damage on any part of the device. There was no damage to the concomitant device. There was adequate continuous flush maintained. Additional event information received 03-dec-2025 indicating that a 4.5mmd 22mml enterprise vascular reconstruction device (product code enc452200, lot unknown).

Manufacturer narrative:
Manufacturer ref#: (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section h3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.